Event description:
The consumer indicated that his wife was in the hospital 3 days, diagnosed with pelvic inflammatory disease after tampon usage. The hospital administered antibiotics and she is now fully recovered.

Manufacturer narrative:
Device history record was reviewed and no anomalies were noted. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.